Event description:
Kimberly-clark received a report stating, "while doing a procedure, the generator displayed an error which states "software warning-turn off machine." Staff rebooted the generator and stimulation was performed. Then went into lesion mode, and warning displayed again. Case was canceled. No patient injury or medical intervention required. Twilight anesthesia used." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record.

Manufacturer narrative:
The generator has been returned for analysis. We do not have a root cause for the reported event at this time as the analysis of the generator and investigation are ongoing. If any additional relevant information is identified once the generator is evaluated, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.